Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that the driving cap broke off in insertion handle while inserting a nail. Case was not delayed, insertion handle was directly malleted to complete insertion. This complaint involves one (1) devices. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the driving cap/threaded was found to have the tip broken, fragment is stuck in the mating device (03.033.001 - radiolucent insertion handle frn) received in the package. Additionally, scratches are visible on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. A dimensional inspection was performed for the driving cap/threaded and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues dimensional inspection: the drawings reflecting the current and manufactured revisions were reviewed: no issues h4 device history: product code: 03.010.523-us, lot number: 230p838, manufacturing site: bettlach, release to warehouse date: 07 october 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E2,e3 reporter is company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.